Event description:
It was reported that a shim caddy was opened, and it was found that the shims were missing the ball bearings. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42527900700; tibial articular surface provisional shim size gh 10 mm thickness; 65156464. 42527900503; tibial articular surface provisional shim size ef 13 mm thickness; 64740844. 42527900702; tibial articular surface provisional shim size gh 12 mm thickness; 65156477. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h6. The following section was corrected: h4. The reported event was able to be confirmed via product return. Visual examination of the returned products identified that the products exhibit signs of use, and both sets of ball bearings and springs are missing, which were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing. This device is confirmed to have been part of prior investigation and field action, which recommended against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.